Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male patient contacted zoll customer support to report that the lifevest (lv) is causing some skin irritation. The nurse believes the lv may be fitting too tight. The nurse reports the electrodes are digging into the patient's skin, which is giving the patient open sores. A patient service representative (psr) resized the patient the next day. The psr suggested changing the patient's garment everyday and using cornstarch on the effected area. The patient followed-up on (B)(6) 2012 and reported the rash had gotten worse. The patient reported his skin is breaking down, and he is not allowed to use cornstarch in the facility. Follow-up on (B)(6) 2012 indicates the nurse practitioner has ordered cornstarch for the patient to use now. No additional follow-up documented.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.